Event description:
Pt was in cardiac arrest and had significant abdominal distention. A #16 ng with anti-reflux valve inserted. Tube would not withdraw. Attempts made to inject air into tube and reposition were unsuccessful in getting tube to function. Tube removed and found to have no holes in the distal end of the tube. There was a 10 min delay in evacuation of stomach in order to visualize the abdomen on ultrasound.